Manufacturer narrative:
Visual inspection was performed on the returned unit. The reported foreign material was not confirmed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported foreign material. It may be possible that the foreign material was introduced during preparation or during removal from the packaging at the account; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the emboshield nav6 embolic protection system (eps), foreign material was observed on the device [floating in the bay where the filter sits]. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.